Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with cracked on lower right front corner of top case. Event log history was performed and indicated that flash memory post error was recorded in history. During analysis, flash memory post error was found at power up. It was noted that the main board was not operating as intended and was the cause of the reported issue. Service replaced the main board to correct the reported issue. Service also performed preventive maintenance and all functional testing. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited flash memory. No adverse effects were reported.